Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator could not connect with the external remote transmitter. The patient was seen in clinic on (B)(6) 2018, and it was discovered that the device could not be interrogated. It was suspected that the battery was depleted. No intervention has been performed.

Event description:
New information reported that premature battery depletion was suspected. The device was removed and replaced on (B)(6) 2018 and the patient was stable post-procedure.

Manufacturer narrative:
A battery performance alert (bpa) was found via review of device image. The alert was due to a transient drop in the battery voltage that is consistent with battery depletion associated with lithium clusters. However, since the monthly battery voltage trend and the overall expected longevity of the device was normal, premature battery depletion could not be confirmed.